Event description:
Reporter stated that caller from account reported that unit has possibly overfilled a final container based on a refractive index reading being "8-10 units out of line", reported to caller by another pharmacist. No other info was available. The user had already taken the unit out of service and the backup unit was in use. The unit was swapped out. There was no pt involvement. 1/6/97.